Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The customer's complaint of a missing/detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor removal. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was able to remove the sensor wire from the skin. No additional event or patient information is available.